Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code is hwc. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and is reportedly implanted in the patient. (B)(6). A device history record review was performed for the subject device lot. The sterile lot corresponds with non-sterile lot number 9800964. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that the surgeon experienced difficulty locking four variable angle locking screws during fixation of a variable angle locking plate to treat an olecranon fracture on (B)(6) 2015. The surgeon reported that insertion of the six locking screws was started at the proximal part of the plate. The reported screw heads appeared 'torn' stripped) as he inserted them and he opted not to lock four of the implanted screws. There was no report of surgical delay or harm to the patient. This report is 4 of 4 for (B)(4).